Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported the patient presented for a routine generator change. During change out, the right ventricular lead was noted with externalized conductors. No electrical anomalies seen. A dft was performed successfully to see if the lead was able to be used. No further changes were made. The patient was stable before, during, and after the procedure, and the lead would be monitored.